Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pace lead impedance measurement that was detected via the patient¿s home monitoring system. Boston scientific technical services (ts) also seen non-sustained ventricular tachycardia events that appeared to be due to noise with some pacing inhibition resulted to greater than 2 seconds of asystole. The competitor's rv lead was explanted and this device remains in service. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.